Event description:
The end user alleges he plugged the scooter in to charge, when the charger became hot. The end user grabbed the charger to unplug it when he burned his hand. The end user went to the hospital where they looked at his hand and just told him to keep it dry.

Manufacturer narrative:
The device is being returned for evaluation. A follow-up report will be submitted once the evaluation is complete.